Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was stuck in the needle and could not be removed. The vein had spasms as a result of multiple injections. But there were no other consequences on the patient.